Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: the patient received a reinforcement ring with hook and a durasul cup on (B)(6) 2011. The patient underwent revision surgery on (B)(6) 2012 and on (B)(6) 2013 due to instability of the left htep. Review of received data: - surgical report: surgical report from (B)(6) 2019: diagnosis: aseptic cup and stem loosening left htep and hip abductor insufficiency anamnesis: condition after: - re-implantation left hip (B)(6) 2013; - debridement and collection of tissue samples left (B)(6) 2013; - htep removal and collection of tissue samples left (B)(6) 2013 due to aseptic cup loosening and left hip abductor insufficiency; - left htep replacement (double cup mobility) due to left htep instability on (B)(6) 2012; - dorsal htep luxation treated with closed reduction on (B)(6) 2011 and (B)(6) 2011; - left cup replacement due to cup loosening (acetabular reconstruction with allograft, ring cup 60, durasul 58/28, head 28s) on (B)(6) 2011; - cup replacement due to aseptic cup dislocation left htep on (B)(6) 2011; - patient fall on stairs on (B)(6) 2011; - left mis htep on (B)(6) 2010. Indication: aseptic cup loosening with cranial migration. The cement reconstruction has given way since the last revision in 2013. Finally, the reason for the repeated loosening of the implants, hip but also both knees, remains unclear. Allergological clarifications have been made. Consequently, cement is to be dispensed with and titanium implants are to be used. - x-rays: radiographs and MRI images covering the period from 2010 to 2020 were received. Radiographs taken between (B)(6) 2011 and (B)(6) 2013 were reviewed in relation to the reported instability. Based on the radiographs, the acetabular component is possibly a reinforcement ring with hook and cranial flange. The durasul cup shows similarities to a cemented durasul low profile cup. The stem is not a zimmer biomet winterthur device, and the head could not be identified based on the given information and the radiographs.. Radiographically visible joint dislocations on (B)(6) 2011 and on (B)(6) 2012. Based on comparison of radiographs before ((B)(6) 2012) and after revision ((B)(6) 2012), radiographic evidence that the durasul cup was replaced but the reinforcement ring with hook and the femoral stem were left in-situ. No statement can be made about the femoral head based on the radiographs. On a radiograph taken on (B)(6) 2013 the reinforcement ring is still visible, however, one screw is fractured and there is one screw in the ilium. The radiograph from (B)(6) 2013 shows a dislocation of the reinforcement ring with cup. The image from (B)(6) 2013 shows the left hip without implants except of two screw fragments and one complete screw in the ilium. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identifications. - DHR review: review of the device history records could not be performed due to missing product identifications. Conclusion: the patient had an initial implantation of a total left hip arthroplasty on (B)(6) 2010. Subsequently, the patient had a fall on (B)(6) 2011. Following the patient underwent two revisions, on (B)(6) 2011 and (B)(6) 2011, due to aseptic cup dislocation. During the latter surgery, the patient was implanted with a reinforcement ring with hook and cranial flange, and a durasul cup. It is unknown if the head was replaced as well. Two joint dislocations followed on (B)(6) 2011 and (B)(6) 2011. Revision to a double mobility cup on (B)(6) 2012. Implant removal due to aseptic cup loosening and left hip abductor insufficiency on (B)(6) 2013 with re-implantation on (B)(6) 2013. Due to missing product identification and the unavailability of the devices a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the investigation an exact root cause could not be identified for the recurrent dislocation. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to hip instability.